Manufacturer narrative:
A steris service technician inspected the surgical table and found blown fuses on the input to the power supply; the table batteries were not holding a charge. This type of damage may be attributed to user facility electrical issues such as a power surge. When the surgical table is powered via the ac main power the table operates properly through all functions and articulations. The table batteries were replaced and the table was returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their cmax surgical table would not respond to commands. The patient was transferred to another surgical table and the procedure was completed successfully. No report of injury.